Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use event on (B)(6) 2024. Insertion area was cleaned, air -dried and free from hair. Infusion set has been used for 24 to 48 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1899815 - MDR 3003442380-2024-09298 - device 3 of 4.